Event description:
Device clinic nurse called and said that an interrogation of this device showed that therapy had been disabled at previous follow up. Ventricular lead impedance was low at 300 ohms. A stored episode in the holter from before the device was disabled, and showed what appeared to be mechanical noise in the ventricular channel. It was suggested to them to investigate further as their may be an issue with the ventricular lead.